Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic oversensing, under primary vector configuration. Technical services (ts) reviewed the episode data and believed the noise observed is related to the sense b noise issue. Ts recommended troubleshooting steps and to provide the results back for further evaluation of the case. The s-ICD system therapy was turned off until further notice. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic oversensing, under primary vector configuration. Technical services (ts) reviewed the episode data and believed the noise observed is related to the sense b noise issue. Ts recommended troubleshooting steps and to provide the results back for further evaluation of the case. The s-ICD system therapy was turned off until further notice. This s-ICD remains in service and no additional adverse patient effects were reported.